Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error, buttons were hard to pushed, sticky and sometimes unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had diminished battery life, reject new battery, rainbow effect on the screen, plastic piece from reservoir was chip off, rewind was slower and more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or failed battery test were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or rewind anomaly during testing noted. The motor was tested outside the device and passed. (B)(4)